Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device experienced a power disruption with a known good wireless battery module. While testing, the device turned off without user input. The cause of the condition was identified to be three depressed battery contact pins. The rear case requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device experienced a power disruption with a known good wireless battery module. While testing, the device turned off without user input. No additional information is available.